Manufacturer narrative:
A visual and dimensional analysis was performed on the returned device. The reported device dislodged or dislocated was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulties could not be determined. In this case it is possible that inadvertent mishandling during sheath or stylet removal, or during device preparation, may have contributed to the reported stent dislodgement and the observed material deformation (smashed, bent stent); however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the 3.5x33mm xience alpine drug eluting stent delivery system (sds), the stent dislodged when the device was removed from the package. A new xience alpine sds was used to complete the procedure. There was no patient involvement nor clinical delay. No additional information was provided.